Manufacturer narrative:
The impella lp5.0 was discarded by the customer, however, a failure analysis investigation is underway and supplemental medwatch report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) year old female patient presenting with post-partum cardiomyopathy. An impella lp5.0 pump was inserted into the right axillary via a hemashield platinum graft that was sewn on the artery. Patient required right side support, therefore, an rp pump was placed and patient was noted as "doing much better." Planned removal of rp was conducted without issue, however, lp5.0 required surgical intervention for removal. Removal was unable to be conducted, as intended, due to patient's physical anatomy. Subsequently, physician intentionally arrested the heart, cut open aorta, cut impella pump wire above motor housing, and pulled through the aortic incision to remove. There was no noticeable damage to the pump, other than what had been intentionally cut. Lvad was successfully implanted and patient has since been discharged home. It should be noted that patient anatomy also made pump advancement difficult, upon implant and required use of a snare to successfully place device. No adverse effects were endured by patient, as a result of the event reported.

Manufacturer narrative:
The impella lp5.0 was discarded by the customer, therefore, unable to be returned for investigation. A failure analysis investigation was performed to review the device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. The root cause of inability to explant the impella 5.0 was most likely due to patient's anatomy. The root cause cannot be definitively determined as the product was not returned for the failure investigation.